Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Upon insertion the handle attempted to calibrate but failed and a blinking green handle status led (light emitting diode) accompanied by solid blue status lights was observed signaling the user to replace the handle despite not reaching the autoclave or firing limit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the failed calibrations was that the motor had lost its home position causing the failed calibration process. It cannot be reliably determined what caused the motor to lose its home position and subsequently cause the failed calibrations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the device was not able to fire. To insert the battery cartridge all light were lit. Then in a few moments nothing worked. There was no patient involvement.